Event description:
Reporter alleged discrepant blood glucose values of 477 mg/dl on the customer's advantage system compared to the hospital measurement of 147 mg/dl when testing was performed < 10 minutes apart. Customer stated going to the hosp to have glucose tested due to obtaining a result of 554 mg/dl prior to the comparison. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.